Event description:
The customer reported that a couple of healthcare workers (hcws) had reactions due to cidex opa exposure. The information provided by the customer regarding the number of patients is anecdotal and specific patient information could not be obtained. Therefore, one medwatch report is being submitted for these events. The customer mentioned that he was aware that there may have been some ventilation issues at the facility and is currently testing and reviewing the ventilation.

Manufacturer narrative:
(B)(4) no code available: unspecified symptoms. (B)(4). No code available: possible ventilation issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, dpmo trending by product line, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. The DHR (device history review) batch review for cidex opa could not be performed since the lot number was not provided. Dpmo trending analysis for hr-other issues associated to the cidex opa was reviewed and the overall trend has been below the upper control limit and did not constitute a significant trend. The fmea (failure mode effects analysis) score is below the threshold and risk is minimal. The shuma (system hazard use misuse analysis) was reviewed for inadequate ventilation and it was determined that the risk has been assessed a category 1, broadly acceptable risk. The hhe (health hazard evaluation) was performed with a hazard/ risk index of 3, which indicates the associated risk is none/negligible. The cidex opa solution instructions for use (IFU) states that exposure to ortho-phthalaldehyde may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances health care workers were not using the product in a well-ventilated room or not wearing proper personal protective equipment. In case of adverse reactions from inhalation of vapor, it is recommended that the individual move to fresh air. The IFU and material safety data sheet (msds) also state that cidex opa solution should be used in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. In this case the customer stated having ventilation issues and was in the process of testing and reviewing the ventilation issues. Asp contacted the customer to acquire the ventilation evaluation report; however, there is no additional information received. The assignable cause code is inadequate ventilation.